Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support and reverted to an alternate form of insulin therapy.